Event description:
It was reported that a pump will not deliver due to a constant "air-in-line" alarm. The customer stated that the device was tested at multiple rates and the alarm could not clear. No patient injury was reported.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed a constant "air-in-line" alarm caused by cracks in the connector fingers of the upstream sensor assembly. The upstream sensor was replaced.